Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. While performing a pci, the physician was unable to advance the 3.0x24mm taxus express2 drug eluting stent through the calcified target lesion located in the moderately tortuous distal portion of the right coronary artery. The lesion was not predilated. While the physician was attempting to remove the device from inside of the pt, the stent caught on the tip of the guiding catheter and it was noted upon removal that the struts lifted on the proximal edge of the stent. The procedure was successfully completed with another 3.0x24mm taxus express2 drug eluting stent. No pt injuries or complications were reported.